Manufacturer narrative:
Device disposition presently unknown.

Event description:
A mitroflow dla 21 (sn # (B)(4) was implanted on (B)(6) 2015 at aortic position. A 2nd, dla21 (sn # (B)(4)) was implanted on (B)(6) 2017 at same position. No further information received.

Manufacturer narrative:
To date, the manufacturer has not received additional information about this event. Based on the document review performed, no manufacturing deficiencies were identified. However, as the device has not been received for analysis and no information was provided, the root cause of the event cannot be determined. Should additional information be received in the future, the case will be revisited and appropriate investigative action will be taken.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. This MDR has already been submitted july 10, 2018 and resubmitted due to missing 3rd acknowledgment.

Event description:
See initial MDR.